Event description:
Caller reported a cgm error 42. Blood glucose levels remained stable and did not exceed 27.7, indicating no adverse impact to the customer¿s health. Technical support guided the caller through a complete pump reset and the customer was able to restart their sensor session.